Manufacturer narrative:
Results: the embolization coil was detached. The pet lock on the proximal end was slightly separated and frayed on its proximal end. The pull wire was protruding from the ddt. The pusher assembly was kinked approximately 19.0, 26.0, 34.0, 39.0, and 142.0 cm from its proximal end. Conclusions: evaluation of the returned smart coil revealed the embolization coil was detached and the pusher assembly was kinked. These pusher assembly kinks were likely a result of forcefully manipulating the device against resistance. It is possible these kinks caused a buildup of friction inside the pusher hypotube. Upon retracting the smart coil, it may have lessened the friction allowing the pull wire to retract enough from the ddt to allow the embolization coil to detach. Further evaluation revealed the proximal end of the pet lock was frayed. This indicates there were likely multiple attempts to detach the coil with the handle. This further supports that there may have been a buildup of friction that was too strong for the detachment handle to overcome. The introducer sheath was not returned for evaluation. No other devices associated with this complaint were returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00458.

Event description:
The patient was undergoing a coil embolization procedure in the right cavernous sinus using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician placed two smart coils and 11 non-penumbra coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a new smart coil in the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then made another attempt but it was not successful. Therefore, the physician decided to remove the smart; however, upon removal, the smart coil accidentally became detached. The procedure was completed using an additional smart coil, other coils, the same handle and microcatheter. There was no report of an adverse effect to the patient.